Manufacturer narrative:
(B)(4). Concomitant devices - nexgen option femoral component size f left catalog #: 00576401651 lot #: 62353133, nexgen stemmed precoat tibial component catalog #: 00598003701 lot #: 62326235, nexgen all poly patella size 32 mm catalog #: 00597206532 lot #: 62253054. Foreign source - (B)(6). It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices are not being released from the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision of the polyethylene articular surface to treat mid-flexion instability as well as the stretching of ligaments approximately five (5) years following knee arthroplasty.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the nexgen cr-flex and lps-flex package insert, instability is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.